Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient; product ID 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger; product ID 97791, lot# n416089, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that stimulation worked fine for the couple weeks after implant, but the last couple of weeks the patient had trouble keeping a charge. The reporter stated that sometimes in the middle of the night stimulation ¿went really fast¿ and they would have to get up and turn stimulation down. The reporter further stated they when they walk stimulation went for two minutes and then it went off. It was noted the patient implantable neurostimulator (ins) was currently depleted. It was further noted the ins normally lasted several days prior to last night. The reporter stated they had fully recharged yesterday and stimulation stopped last night after 12 hours of use. The reporter further stated they did not remember what the fully ins charged icon looked like. Additional information received reported the cause of the event was unknown. It was noted that there were no known abnormal impedance measurements. The reporter stated the patient was last seen on (B)(6) 2014. It was noted the patient had 80-90% pain relief in lower back and leg areas. It was further noted the patient had successful pain relief currently. Additional information was requested, but was not available as of the date of this report.

Event description:
It was further reported that the patient's device wasn't quite working well and they wanted to meet a manufacturer representative. The patient's stimulation was not working well. It was further reported that the patient needed an adjustment of their stimulation. It was unknown when the stimulation issues started. It was further reported that the patient had a doctor's appointment scheduled on (B)(6) and a manufacturer representative was supposed to be there. The patient was using the stimulator but would adjust the stimulation when changing to certain positions. It was further reported that the patient was still having concerns with their device or therapy but had not sought further help. They had a medical emergency which prevented them from meeting with a manufacturer representative. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.